Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. We were unable to confirm button error alarms due to blank display. The insulin pump was missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer had issues with insulin pump. Customer stated the buttons are not working, has to press them several times. Customer replaced battery and the issued continued. The customer's blood glucose was unknown.